Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room due to experiencing a fever and redness at their ipg site. While hospitalized, the patient's white blood cell count was found to be high and cultures were taken. In turn, the patient was diagnosed with an infection at their ipg site. As a result, the patient's scs system was explanted. The infection resolved over time with antibiotic use.